Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right ventricle (rv) lead due to oversensing of the minute ventilation (mv) signal which resulted in pacing inhibition of greater than two seconds. It was noted that the rv pacing impedances measured less than 200 ohms however, all other impedance measurements were within range. These observations occurred while the patient was having a radiofrequency ablation of the cervical spine. Boston scientific technical services recommend to reprogram the mv feature back on and provided guidance to the health care professional on how to do it. At this time this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right ventricle (rv) lead due to oversensing of the minute ventilation (mv) signal which resulted in pacing inhibition of greater than two seconds. It was noted that the rv pacing impedances measured less than 200 ohms however, all other impedance measurements were within range. These observations occurred while the patient was having a radiofrequency ablation of the cervical spine. Boston scientific technical services recommend to reprogram the mv feature back on and provided guidance to the health care professional on how to do it. At this time this pacemaker and rv lead remains in service. No adverse patient effects were reported.